Manufacturer narrative:
Updated fields: b4, d1, d4 (catalog , version or model), d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device evaluated however repair status unknown.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the arm of the cineangiography device hit the display of the the cardiosave intra-aortic balloon pump (iabp) while it was being used as a backup during pci treatment. It damaged the opening and closing part of the monitor, but there was no problem with the display of patient information, etc. After pci treatment, the patient's cardiac function stabilized, and both were terminated. There was no health damage to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. To fix the issue, the fse replaced lcd upper and lower bracket frame, display left and right hinges, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.